Event description:
Customer claims an alarm was placed on a (B) (6) male pt. The alarm did not have batteries in it and did not alarm when the pt attempted to get out of bed. The pt was found on the floor and had a laceration above the right eye and an abrasion on the right knee. The customer was contacted for further pt and event info and no additional info was provided.

Manufacturer narrative:
Adverse event unk. (B) (4). Product was requested to be returned for eval and has not been received. Note: the posey sitter select instructions for use, page 6, in particular "preparing the sitter select for use" insert four new aa alkaline batteries. Take care not to damage battery contacts. Flip the battery door down. Push down gently on batteries and slide door closed until it clicks shut. Caution: "after changing batteries, check the alarm function and verify all settings". (B) (4).